Manufacturer narrative:
An event of tear/split at the end of the sheath was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, when advancing the delivery system, the sheath dilator had become cut during an attempt to advance through the subcutaneous skin. The cut was at the end of the sheath. There was no cut noted during preparation. The physician mentioned, there was no bad technique for advancement, the dilator simply cut the system. A new 14f amplatzer amulet delivery sheath was chosen and the amulet was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, when advancing the delivery system, the sheath dilator had become cut during an attempt to advance through the subcutaneous skin. There was no cut noted during preparation. The physician mentioned, there was no bad technique for advancement, the dilator simply cut the system. A new 14f amplatzer amulet delivery sheath was chosen and the amulet was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.